Manufacturer narrative:
Patient¿s gender and weight are unknown. Date of event is unknown. Additional device product codes: hrs, jds. Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tibial plateau procedure on an unknown date. While implanting a 3.5 mm cortex screw for the procedure, the head of the screw snapped off in the patient. The shaft of the screw could not be recovered. The surgeon believed that there was no issue leaving the shaft in the patient. The surgical delay and patient outcome were unknown. There was no additional information provided. Concomitant device reported: unknown tibial plate (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).